Event description:
Discordant, falsely depressed sodium, potassium and chloride results were obtained for one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were rerun and resulted higher. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium, potassium and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist instructed the customer to run three normal patient samples from previous day, the patient sample that resulted incorrectly in triplicate, and quality controls in triplicate. The results all matched and quality controls were in range. During troubleshooting it was discovered that the customer is centrifuging patient samples outside of the tube vendor specifications and is only spinning for 10 minutes instead of 15 minutes. The cause of the discordant falsely depressed sodium, potassium and chloride results is unknown. The sample tubes being used outside of the tube vendor specifications is failure to follow instructions. This instrument is performing according to specifications. No further evaluation of this device is required.